Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The service order was received and noted that the contact pins fell apart and the snap ring was over expanded which caused a short circuit in the power supply. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6).as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that prior to an unspecified surgical procedure it was observed that the universal battery charger device sparked when the surgeon attempted to remove the charged battery device out of it. The battery charger eventually became out of order and was not able to charge. It was reported that there was no delay to a planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that a spark came out from the terminal area when the surgeon pulled out the battery device. It was reported that the doctor did not feel any electric shock during the event. It was reported that there was no apparent cause found that could have led to the short circuit or the sparks. It was unknown if there was any visual damage to the charger. It was reported that no adverse event was encountered, and no additional medical intervention was required. The surgeon outcome was reported to be "in excellent health condition" and was able to continue doing his daily tasks and performing his scheduled operation. A spare device was available for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.